Event description:
The customer contact reported that blood was pumped away from the pt rather than to the pt. At an unspecified time, the tubing set was primed with normal saline, loaded into the plum 1.6 pump and connected to the pt's peripheral IV catheter. The delivery was started at a rate of 10ml/hr. The nurse then primed the tubing with one unit of packed red blood cells (prbc) and the delivery rate was increased to 100ml/hr. At this time, the nurse noted that blood was not flowing into the drip chamber and 12-14 inches of blood had "come out of the pt" and traveled up the tubing. The tubing set was removed from the pump and therapy was resumed using a replacement set. There were no adverse pt effects and no med interventions were required. Though requested, no additional information was provided.